Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v557158, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was seen about a month prior to the report and the battery was at 90, which was over the normal 60. There were no symptoms then, but at the time of the report the patient had to cath themselves frequently. Their bladder was not emptying fully and they had several bladder infections. There were no alleged product issues. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.